Event description:
The user facility sent the device manufacturer's sales representative an email asking for training on the device for ICU nurses. It was later disclosed that a patient had expired while being monitored with the device.

Manufacturer narrative:
(B)(4). The user facility sent the device manufacturer's sales representative an email asking for training on the device for ICU nurses. It was later disclosed that a patient had expired while being monitored with the device. It was reported that the patient called pea (pulseless electrical activity) or electromechanical dissociation. This refers to a cardiac arrest situation in which a heart rhythm is observed on the electrocardiogram that should be providing a pulse, but is not. Under normal circumstances, electrical activation of muscle cells precedes mechanical contraction of the heart. In pea, there is electrical activity, but the heart either does not contract or there are other reasons why this results in an insufficient cardiac output to generate a pulse and supply blood to the organs. The device manufacturer has attempted to contact the user facility multiple times for additional information about the incident, but the user facility has refused to provide any additional information because they claim that the device did not fail. As a result, the device manufacturer does not know the date the patient expired or any additional information about the actual patient or what occurred during the case. The device manufacturer is continuing to investigate this report and will file a final report when the investigation is complete.